Event description:
It was reported that the patient presented in clinic for routine follow-up, high pacing threshold and dislodgement was noted on the right atrial (ra) lead. The dislodgement was confirmed via x-ray. The right atrial (ra) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead measuring 46.0cm was returned for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.